Event description:
Doctor was doing a right shoulder arthroscopy. The shoulder bio- implant is attached to a metal inserter. While removing the inserter from implant, the tip of the inserter remained in the implant. X-ray of right shoulder obtained and results given to doctor. No further intervention. Implant stable.